Event description:
The following has been reported by customer: the customer reported: the infusion pump fails while connected to the patient, using ringer's lactate at a rate of 60 ml/h. Female patient, initials (B)(6), 55 years old. The infusion pump displayed error "01 (0010), motor rotation." The infusion pump was turned off, disconnected from the power supply for 10 minutes, and turned back on, but after 5 minutes, it reported the error again. The same procedure was repeated twice more. The institution said that the patient's health was not affected by the equipment failure, but that it does pose a potential risk given that it was in use when it failed. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The device log was reviewed, no error or issue linked to the reported event was found. No error 01 found, no infusion found on the date of the event (on 23 august 2025). On (B)(6), the pump was only switched on, but no infusion was started. The last infusion was on (B)(6) at 500ml/h. No infusion at 60ml/h in all the logs received. The reported device was not returned to brézins for investigation. Device history log was reviewed in brézins, no error or issue linked to the reported event was found. As per provided quality control certificate, no dysfunction of the device could be found. According to provided photos, the pump only has dirt in the edges. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.